Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause could be related to the pressure or tightness exerted by the aligner treatment and a pre-existing restoration on the patient's tooth. Align's clinical review of available records indicate that the patient had an amalgam restoration. The patient required a tooth extraction (permanent impairment of a body structure), and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. The patient discontinued the use of the aligners and is currently getting better. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient's tooth 2.5 had to be extracted due to a non-restorable fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay that the initial report was previously submitted with the incorrect "date of this report" in field b4.